Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While connecting leur lok syringe to connecta lumen, the securement of leur lok tip is not happening with the lumen, resulting in leakage of the medication.